Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was returned for further investigation. Reliability engineering evaluated the device and it was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device failed the cutter insertion assessment and had a drilled neuro-tip leg. During repair, it was observed that the bearings were worn out and broken preventing the cutter from being inserted. It was determined that the issue with the worn out and broken bearings was consistent with normal wear over time; this device has been in the field longer than the recommended service maintenance period. It was determined that the issue with the drilled neuro-tip leg was indicative of excessive side loading causing the cutter to flex and come in contact with the leg of the neuro-tip. The assignable root cause was determined to be due to normal wear from use and servicing and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings and crani holder were damaged on the craniotome device. It was further determined that the balls were missing, the casing was not available and the ball bearing had fallen apart. It was further determined that there was rattling and the ball bearings failed. It was further determined that the device failed pretest for lock operation, lock operation and visual assessment. It was noted in the service order that the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.